Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. More information are requested. Remains implanted.

Event description:
Avenue-t : anchoring plate migration. Dr. (B)(6) from (B)(6). They show an avenue-t case where one cage has migrated anteriorly and for the other one, the anchors do not seem to be engaged anymore. The case was accompanied by the distributor ¿spine surgical.¿

Manufacturer narrative:
This medwatch is submitted to send the result of the investigationof this complaint. Product was not returned to the manufacturer. It remained implanted. No visual examination could be performed. Attempts have been made and no further information (about patient condition, ref & lot number, revision etc.) Has been provided. The reference and lot number are unknown, therefore the device history records are unable to be reviewed. From information provided, based on the analysis of the images provided, the event probable root cause seems to be related to user error. It points out that the surgeon hasn't impacted enough the anchors and they weren't locked. Indeed, as mentionned in st : "impact with a mallet until the mechanical stop is reached" moreover, it was surgeon error since there was an off-label. Indeed, the images show that there was no posterior system whereas, as indicated in IFU "the avenue® t implants (cage and anchoring plates) must always be associated with a posterior fixation system". The investigation found no evidence to indicate device issue. If additional information were received that can impact this investigation conclusion another report will be sent.